Event description:
Additional information received and stated that the lens had been replaced on the same day, and the surgery had been completed without harm to the patient.

Manufacturer narrative:
Additional information was provided in b.5., h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Photo review: received photo shows an (intraocular lens) iol in a lens case base. The iol is damaged and one haptic is broken torn and not observed. Based on our observation of the attached photo, the iol is damaged and one haptic is broken torn and not observed. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during unknown time of an intraocular lens (iol) implant procedure, the lens was torn.